Manufacturer narrative:
The insulin pump was received with a compromised force sensor system alarm during the basic occlusion test due to faulty force sensor resistor. The insulin pump was unable to perform the rewind test, basic occlusion test, occlusion test, priming test, excessive no delivery test and unable to verify prime/fill anomaly due to the compromised force sensor system alarm. The device had minor scratches on the lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked case at the reservoir tube window corners and stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call compromised force sensor system alarm message on the insulin pump while changing their site. Customer's blood glucose level was 180 mg/dl. Troubleshooting for the prime rewind was performed. Customer advised that during the manual prime process insulin is squirting out. Customer is unable to exit the preparing to prime loop. Customer is unable to review the alarm history due to the compromised force sensor system alarm. The device restarted and went into automatic rewind. Customer was advised that the reservoir was not detected during the seating process. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.